Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device's front panel is bent, case is cracked, missing knobs. The customer stated problem was duplicated, audible alarm does not function. Replace faulty sounder pcb. The cause of the reported problem could not be determined.

Event description:
Information received a smiths medical ventilators/pneupac ventilators parapac is not alarming. No patient adverse events reported.